Manufacturer narrative:
Terumo received the actual device, and upon investigation the complaint was confirmed. Inspection of the endoscope found that the event was caused by internal lens breakage, which resulted in a cloudy visual field. This type of damage is often attributed to handling issues. The device IFU states that the endoscope must be handled with extreme care to prevent damage to the device. (B)(4).

Event description:
The user facility reported to terumo cardiovascular sys, that after vein harvesting procedure, the endoscope displayed a very cloudy image. There was no harm to pt. There was no delay to the procedure.